Event description:
The oxygenator perfuses the organs during open heart surgery. It will blow off the co2. At the start of the procedure it was set at 4.25 liter at 90% fraction of inspired oxygen (fio2). During the procedure, the setting had to be increased to 10 liters. This suggests that the oxygenator may have been failing as anesthesia had to start ventilating the pt. Manufacturer responded quickly and has picked up device for evaluation.